Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Visual inspection noted that after removing the handle from the charger, the handle did not initialize and the data stored in the battery was analyzed using texas instruments bq evaluation software and a permanent charge field effect transistor (cfet) failure. This shows the battery had been in a permanent failure state for cfet and was permanently disabled. A representative battery was placed in the handle and the handle initialized. It was noted the handle was operating v29.3.2 and had 274 procedures remaining and a clamshell and adapter were connected to the returned device and calibrated successfully. The device was able to fire without issues on the a1 machine and a reload was attached to the device and was able to clamp and articulate without any issues. All button presses resulted in motor movements and the handle was connected to master control panel (mcp) superlite and the logs were downloaded. It was reported that the power pack was not adequately charged. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during charging, the charger indicator displayed a red indicator and the handle failed to charged. The issue was not resolved. There was no patient involvement. Medtronic's initial evaluation of the incident is that the cfet permanent failure was cleared from the sbs data stored in the battery using texas instruments bq evaluation software version 0.9.92. The handle was then placed on a charger and was able to charge without any issues. The cfet failure could not be replicated. The cause of the handle being unable to charge in the pmv lab is due to the cfet permanent failure. The cause of the cfet permanent failure could not be reliably determined. This condition would result in the handle being unable to charge and therefore unable to enter firing mode pre-operatively.